Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial#: (B)(4), implanted: (B)(6) 2016, product type: pain stim ipg .product ID: dvbb1d1, serial#: (B)(4), implanted: (B)(6) 2015, product type: defibrillator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient saw their hcp for facial tightening two weeks prior to this report. Stimulation amplitude was decreased from 3.0 v to 2.5 v. The patient then started experiencing stomach contractions, which were described as being similar to hiccups, shortly after this programming. The patient was changed to 2-, 3+ at 2.9 v the day of this report, but was still having contractions. It was noted the deep brain stimulation (dbs) device was implanted in the abdomen. It was also noted that the case wasn't being used so it was less likely that the dbs device was causing the issue unless there was a compromise of the dbs system. Additional information was received two days after the initial report. It was reported that the patient¿s whole body had started to contract. It was noted that the patient was not experiencing any shocking. The patient¿s ins was turned off for 24 hours, but the patient still experienced contractions. The night before this new report, the patient turned stimulation on at 6:00 pm and experienced stomach contractions about 50 times between 6:00 and 10:00 pm. Their stomach had only contracted once or twice the morning of this report. During an office visit on the day of this report, the patient hadn't had any contractions. It was noted that the patient had a fall a month prior to this report, but no change was noted in their therapy at the time. The sensation is reportedly sporadic and is not specific to any particular position; however, the sensation goes away when the patient gets up and walks. The contraction is allegedly throughout the patient¿s whole stomach and not just where the ins is implanted. The patient was programmed on c+, 2- which was changed to a bipole pair of 1-3. The ins was reportedly on but at 0 v when it was interrogated. The patient reportedly did not have access to change voltage, so it was unknown why it was at 0 v, but noted that it was probably at 0 v the night before. The battery was at 2.94 v and all impedances were normal upon interrogation. The patient¿s ins was turned off and back on at the time of this report and no contractions were experienced while the device was on or off. The patient had another implantable stimulation device unrelated to the dbs therapy which was turned on and off with no change in contraction frequency. It was also noted the patient had a defibrillator which had not been tested to determine if it was related to the event. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The stomach contractions plus arms and legs continued to occur with the dbs stimulators off as well as the other implanted stimulator. When they were turned back on, there was still no change. An ammonia test was ordered by the hcp and the patient was told to stop taking revaulty and get their defibrillator checked out. The hcp did not think the contractions were related to the dbs device. The patient reportedly did not have any stomach contractions while in the office. No further complications are anticipated.